Event description:
The device stopped functioning after the pt sustained a fall. Explantation/reimplantation surgery was performed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.